Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event. (B)(4).

Event description:
Treatment of an avm. It was reported the catheter leaked during onyx injection. Consequently, the patient had a small infarction. Same event as MDR# 2029214-2011-00384.